Event description:
During surgery, the team had to open a total of 3 ligasure maryland devices as 2 would not function right out of the box. The surgical pencil machine gave an error message about device not recognized when the faulty units were plugged in.